Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty integrated circuit on the AED pro digital board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.